Manufacturer narrative:
Exemption number e2019001. A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use, a 2.75 x 28 mm xience alpine stent became dislodged in the stylet during removal of the protective sheath. There was a slight resistance when removing the protective sheath from the device. An unspecified device was then used to successfully complete the procedure. There were no patient effects. No additional information was provided.